Event description:
It was reported that the customer had a motor error alarm on the insulin pump. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. Unable to confirm motor error alarms due to keypad anomaly. Moisture damage on motor assy.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)